Event description:
The following has been reported: "pump failure while delivering selected volume to be infused. The pump has infused the medication faster than programmed. The infusion was programmed to pass the medication in 24 hours and the pump pass the drug in 1 hours, causing serious problems for the patient. The pump has carried uot preventive maintenance (<1 year)." Per the customer, additional information about the patient: "subcutaneous infusion medication: morphic chloride, ketorolac, haloperidol, finder, midazolam. The lady died but not from the perfusion she was at the end of her life." Device history record was reviewed and nothing was found related to the reported event. Device log was reviewed but nothing linked to the reported event could be identified. (Please see attached investigation report for details). The reported device was returned to brézins for investigation. Device log was fully analysed. All datas found showed that calculated volume matches recorded volume. See attached investigation report for details of infusion setting and infused volume. Each identified infused volumes were in line with the device programming. Several functional tests related to the reported event were carried out. All performed successfully and values were found compliant with IFU specifications compared to settings. No functional or technical issue could be identified. This complaint is considered as not valid. For this issue as per our local procedure, we initiated no action.